Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-4551 sutureloc meniscal root repair kit experienced an issue during use. The anchor failed to partially set and could not be seated properly. During the attempt to pull the tensioning suture through the tibia, the suture snapped. The failed implant was removed from the patient. The procedure was completed using a replacement ar-4551 sutureloc meniscal root repair kit from a different lot. The only delay reported was the time required to open a new box. No additional anesthesia was administered. The patient's bone quality was assessed as average, and bone preparation was performed using the 2.4 mm drill included in the kit. The issue was discovered during a meniscal root repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force, tensioning, or prying/leveraging the device during insertion. Per the directions for use (dfu) dfu-0386-eo sutureloc¿ and sutureloc¿ implant system, section g, 1. Surgeons must apply their professional judgment when determining the appropriately sized device based on the specific indication, preferred surgical technique, and patient history. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.